Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of the emerge balloon catheter with no hub/strain relief. The balloon, tip, shafts, hypotube, bond and catheter length were microscopically examined. The balloon was tightly folded. There was a complete hypotube separation 108cm proximal of the distal end of the hypotube. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08-feb-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment/separation.